Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a consumer's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted the device to be removed because they only had benefit for three days after implant and had not had any benefit since then. The hcp was unsure if the patient had stopped using stim. The patient had been self cathing. It was unknown if imaging had been done for lead location or where the patient was getting stim sensation. It was unknown if the patient received benefit from their previous device. The patient had been getting programming by another hcp at the managing hcp office and they did not think that a rep had been involved with the patient. No further device issue alleged / identified. No further patient symptoms or complications were reported.